Event description:
Controlled intubation in a covid-19 pt. Laryngoscope obtained from "intubation equipment" box. No light in handle. Second handle obtained from same box, also no light. Third handle obtained from pacu - pt successfully intubated. Rt brought vent from their clean utility room, error message for "o2 analyzer". Second vent brought up - pt successfully on vent.